Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (48 mg/dl). Reportedly, the customer "stacked insulin" while addressing food that was consumed. Customer ate glucose tablets to address low bg levels. The customer was unable to provide additional information on the reported issue.